Manufacturer narrative:
Return of product has been requested. Reporter returned product on (B)(6) 2017. Product investigation is in progress.

Event description:
The oscillating part came off in mouth - oral-b brushhead [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A reporter contacted via e-mail on (B)(6) 2017 and stated that his female partner of unspecified age had been using an oral-b rechargeable toothbrush, version unknown with an oral-b brushhead, version unknown (with the rotating and oscillating head). The reporter stated that the brush head was not worn out, but the oscillating part came off in his partner's mouth. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received reporter's follow-up e-mail: the reporter stated that the brush head did not look very worn. No further information was provided.

Manufacturer narrative:
On (B)(6) 2018 product investigation results: reporter returned product on (B)(6) 2017. Product identified as an (B)(6) on (B)(6) 2018. Investigation results showed that wear of plastics material especially at the latching hook of the brush plate was the cause of the complaint. Reason for this wear of plastic material is the usage of abrasive toothpaste in combination with insufficient cleaning. Based on investigation no manufacturing or design issue.

Event description:
The oscillating part came off in mouth - (B)(6) [device breakage] no adverse event [no adverse event]. Report source: non-event - spontaneous. A reporter contacted via e-mail on (B)(6) 2017 and stated that his female partner of unspecified age had been using an (B)(6) toothbrush, version unknown with an (B)(6) version unknown (with the rotating and oscillating head). The reporter stated that the brush head was not worn out, but the oscillating part came off in his partner's mouth. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received reporter's follow-up e-mail: the reporter stated that the brush head did not look very worn. No further information was provided.